Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to out of spec force sensor zero offset. Device was received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor alarm. Customer's blood glucose level was unknown. Customer stated that the insulin pump was not exposed with high magnetic field. Customer advised for replacement of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.